Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer reported that they were mowing the lawn prior to the alarm. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further info reported.